Event description:
It was reported by service report that the power cord was frayed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: the power cord was frayed.